Event description:
It was reported that during an unk procedure, the device jammed after the third firing. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Clip bypass. Evaluation summary: the analysis results found that the el5ml device was returned in good visual condition. The instrument was cycled, fed and formed 7 clips conforming and one malformed clip due to bypass issues. In addition the orange indicator did not show up after the device locked out. A design change plan has been initiated to address the root cause of the bypass issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.